Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found two similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that they inserted an angioseal device, and as he did the pullback the whole thing pulled out and the anchor was left inside and the collagen came out. It was reported that there was no patient injury and medical/surgical intervention was not performed.

Manufacturer narrative:
This report is being submitted as follow up no. 2. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. One used 6fr angioseal evolution device was returned for evaluation. No accessory components were returned with the device. The returned device was subjected to visual analysis where a dried blood like substance could be seen on the handle of the evolution hemostatic sheath and collagen. There was a noted kink in the hemostatic sheath distal to the hub of the hemostatic sheath and 4.80" from the distal tip of the sheath. The deployment sleeve was in the rear lock position with the color bands exposed. The collagen, a portion of the tamping tube, and carrier tube assembly were exposed. The exposed collagen had a peculiar shape and was further investigated with microscopy. Microscopy found that two strands of the collagen appeared to branch from a central compacted portion of the collagen. This would occur if the collagen had torn during compaction or deployment. The ends of the collagen were jagged indicating that tensile forces likely led to the tear observed. Additionally, a frayed portion of the suture could be seen at the knot indicating that the suture also tore. The anchor was not observed. The complaint was able to be confirmed for anchor detachment as the anchor was not attached. However, the anchor detachment likely stemmed from the torn suture, which was observed. When the suture tore, the stresses in the suture were likely transferred to the collagen, which led to the collagen tearing. Manufacturing records and testing prior to the release of the device shows that the device met the relevant specifications. No previous reports for this product/lot combination. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.